Event description:
Suture anchors were removed at 7 days. Pt developed peritonitis, following removal of sutures and free gas was noted between the stomach and abdominal wall. The consultant stated that it is almost as if the sutures may have stretched, making it difficult for a tract to develop. The gastrostomy tube is still insitu, as the pt is waiting to have a laparotomy; although, is to unwell to undergo the procedure at the moment. Pt acutely ill.

Manufacturer narrative:
Lot # not provided by the reporter. Expiration date unk as lot is unknown. Still under investigation at this time.